Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that there was an optical signal issue during impella cp support. While on support, the doctor had used shockwave about 30-40 minutes prior. Then, when pulling a different wire back, the aorta and left ventricle reading wire went up to the 200s and the signal was oscillating. Within about a minute the signal went back to reading normal. There was no patient harm.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Optical signal issue: data logs were not available for investigation and the pump was not returned either. The cause of the optical signal issue could not be determined since neither product nor data logs were returned for investigation. Device history review: the device passed all post sterile inspection checks.